Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received excessive failed battery test alarms, but customer had declined troubleshooting and exchange due to insulin pump working okay. Customer reported that insulin pump continued to weak and low battery error alarms even after battery changes. Customer also reported that insulin pump shut off. Customer's blood glucose was 600 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.